Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip was found before use without scale markings. This complaint was created to capture the 5th of 5th related incidents. The following information was provided by the initial reporter: "the reporter denied any adverse events and missed doses associated with this request. The patient successfully received a dose from a new eylea kit. Immediately after the healthcare provider (hcp) began withdrawing the dose, the hcp noticed that the syringe had no markings. The dose could not be measured so the dose was not used."

Event description:
It was reported that the bd syringe luer-lok¿ tip was found before use without scale markings. This complaint was created to capture the 5th of 5th related incidents. The following information was provided by the initial reporter: "the reporter denied any adverse events and missed doses associated with this request. The patient successfully received a dose from a new eylea kit. Immediately after the healthcare provider (hcp) began withdrawing the dose, the hcp noticed that the syringe had no markings. The dose could not be measured so the dose was not used."

Manufacturer narrative:
H.6. Investigation summary: one photo displaying a loose 1ml syringe was received and evaluated. It was observed there was minimal scale present on the syringe to the point it was almost completely blank. The missing scale was rejectable per product specification. Machine logs indicate there was jams at the printer. Potential root cause for the poor print defect is associated with the marking process. It was likely caused by a jam at the pad wheel causing barrels to be fed incorrectly as they were being printed. Adjustments were made during the manufacture of this batch to correct the issue. The aql for poor print is 0.25%. The defective rate identified is 7 out of 302,400, which is 0.002%. No corrective actions are necessary based on the defective rate identified. Batch 8164894 is considered in compliance with our product specification requirements.